Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator had failed 1.2 bin. The field service engineer had to reboot the refrigerator using the correct shutdown process and demonstrated the proper procedure to the customer. After completing the reboot, the engineer was able to run tests in the hardware testing application. The customer successfully recovered the inventory, and the station was confirmed to be working properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the fridge drawers had failed and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.